Event description:
A customer contacted beckman coulter inc (bec) reporting that approximately a few cubic centimeters of fluid leaked under the differential mixing chamber of the lh 750 hematology analyzer. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse found the leak coming from a crack in the differential mixing chamber just above the waste port. The leak was resolved by replacing the mixing chamber. Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).